Event description:
It was reported that at the most recent device replacement procedure, this right atrial (ra) lead exhibited insulation damage that was repaired during the procedure. Following the implant procedure, the right ventricular (rv) lead exhibited high and low out-of-range pacing impedance measurements (greater than 2000 ohms and less than 200 ohms, respectively). Additionally, the shock impedance measurements were high and out-of-range (greater than 200 ohms). The physician suspected that the rv lead conductor had fractured resulting in the impedance change. The physician disabled shock therapy and a system replacement procedure was scheduled. The device was explanted and replaced with a new device. This ra lead and rv lead were surgically capped and replaced with new leads. A portion of the rv lead was explanted and will be returned alongside the explanted device. The patient was stable with no additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).